Manufacturer narrative:
A ge service representative performed an onsite investigation. The keyswitch assembly was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed an x-ray disabled error message. This error message resulted in a loss of x-ray functionality. There is no report of pt injury associated with this event.